Event description:
Pt reported that the device generated a result of 171 mg/dl, without having first applied blood or control solution to the test strip. Pt did not take any action based on this result. No pt injury was reported and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.